Manufacturer narrative:
The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met, and inspections passed successfully. Based on evaluation performed by the engineers at the manufacturing site, since the complaint affected unit was not returned for evaluation; a product non-conformance or device failure could not be confirmed. Nevertheless, there are current inspection process in place during the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Device was discarded.

Manufacturer narrative:
It was confirmed that the device was not available for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint.

Event description:
As reported, during use in patient, this fogarty hydragrip surgical insert fell out of the fogarty clamp into the surgical wound. It was needed to retrieve the insert and choose another aortic clamp, prolonging the time of the procedure before being able to clamp the artery. The patient had to receive blood transfusion due to prolonged bleeding. There was no long term patient impact reported. Customer alleged that the metal clips in the inserts are smaller than they used to be, therefore, this could have potentially contributed to the issue of fogarty inserts falling out of the clamps. The procedure prolonged due to this incident. The product was not available for evaluation.